Event description:
It was reported that, after a tka was performed on an unspecified date, the patient experienced instability. This adverse event was solved by a revision surgery on an (B)(6) 2022. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a ¿poly-swap¿/revision was performed due to instability after an unspecified length of time in-vivo. Reportedly, a constrained poly was used to address the instability. The requested medical documentation has not been received as of the date of this medical investigation. The current health status of the patient remains unknown. Without the requested clinical documentation, the root cause of the reported instability could not be further assessed. The patients¿ impact beyond the reported instability and ¿poly-swap¿/revision could not be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that loosening, dislocation, subluxation, excessive rotation, flexion contracture, decreased range of motion, lengthening or shortening of the leg and looseness of components have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.